Event description:
It was reported a patient experienced peritonitis, which manifested by cloudy effluent and an elevated white blood cell count. The patient was not hospitalized for this event. The patient was treated intraperitoneally with vancomycin (1gm, three times on unspecified occasions) and cefepime (1gm, 14 times on unspecified occasions). The patient was recovering from the peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 3 of 4 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13g10082. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).